Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), product type: lead. Product ID: 3777-60, serial# (B)(4), product type: lead. Product ID: 3777-60, serial/lot #: (B)(4), ubd: 23-jul-2017, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 05-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that one lead is showing impedances >10,000 for all 8 contacts. The other lead is showing >10,000 on contact 9 and 10. Patient is not receiving an adequate amount of stimulation on his left side. No known factors that may have led or contributed to the issue. Impedances were taken. Reprogramming took place to try and move as much stimulation as possible to his left side. The issue was not resolved at the time of this event. No surgical intervention occurred. Unknown if surgical intervention planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the high impedance and stimulation issues weren't determined as the high impedance issue (>10,000) remained on the lead. As of (B)(6) 2018, no surgical interventions had taken place, but reprogramming took place to optimize the patient¿s coverage. According to the rep., which was confirmed with the healthcare provider (hcp), a revision was going to be scheduled in the future. No further complications were anticipated.